Event description:
As reported, the dpt system was giving problems with the arterial pressure values. Occasionally it was reflected too high values and sometimes too low. The dpt was placed at the level of the phlebostatic axis but attached to the arm, as the non invasive pressure. They are working this way since 2004. There was no leak, nor loose connections. The monitor was adjusted to read zero mmhg by ge ts. It was zeroed at least 6 times. Multiple cable changes were made. No patient injury was reported

Manufacturer narrative:
The product is expected to be returned for evaluation but has not yet been received.

Manufacturer narrative:
One single dpt was returned for evaluation. Dry blood was visible inside the pressure tubing lumen. The dpt zeroed and sensed pressure accurately on the pressure monitor. The electrical testing also showed that the dpt electronic components were intact because both input impedance and output impedances were within specifications. The zero-offset was also within specification. There was no visible defect observed from cable connector. The complaint of inaccurate pressure readings could not be confirmed during the evaluation; the dpt functioned normally. The dpt instructions for use provide the following information and guidance related to abnormal pressure readings: pressure readings can change quickly and dramatically because of loss of proper calibration, loose connection, or air in the system. Warning: abnormal pressure readings should correlate with the patient's clinical manifestations. Verify transducer function with a known amount of pressure before instituting therapy. Caution: significant distortion of the pressure waveform or air emboli can result from air bubbles in the setup. Note: poor dynamic response can be caused by air bubbles, clotting, excessive lengths of tubing, excessively compliant pressure tubing, small bore tubing, loose connections, or leaks. It could not be determined if any clinical factors may have contributed to the event. No further actions will be taken at this time.